Event description:
Customer reported that the pump would not accept a new cartridge and received an error message with each cartridge change, preventing insulin therapy as prescribed. There was no adverse impact to the customer's blood glucose level. The customer was advised to reuse the same cartridge due to the error but declined follow-up from technical support and is currently out of warranty, in the process of obtaining a new device.